Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument fired, cut and formed all the staples without any difficulties noted, when tested in the center and right articulation positions. In addition, there were no anomalies noted with the anvil. However, it produced two malformed staples at the distal end and past the cut line, when fired in the left articulation position. While no conclusion could be reached as to why the device produced an incomplete staple line, as there was no cartridge returned for analysis, we have documented the circumstances as they were reported to us.

Event description:
It was reported that during a unk procedure, the device did not completely fire on the first use. The blade fired fully, but only stapled 1/2 of the way. Had to use endoscopic loops to control the bleeding on the pancreatic vessels. There was no reported patient consequence.